Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the programmer did not start up. Furthermore, some burning smell was also noted coming from the programmer. The programmer was returned to sales office for further observation. No adverse patients effects were reported.